Event description:
Procedure type: gastric bypass. According to the reporter: while the surgeon was suturing tissue, the suture broke 3 times with 3 different dlus. A new dlu was opened to complete the case. Or time was delayed 10 minutes.